Manufacturer narrative:
The exposed soft cannula of the received pod was found to be kinked. It could not be determined when this damage to soft cannula occurred. Pod download data showed an 0x69 hazard alarm generated, indicating occlusion during runtime (threshold exceeded at end of bolus). The actual cause of the hazard alarm generation could not be determined. Generation of hazard alarm stopped the delivery of insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 289 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent/kinked, while wearing it on the arm. For treatment, the parent changed out the pod. The ketones were positive.